Event description:
(B)(4). Initially everything was great but after a few years started to notice things like extreme hair loss, bloating, memory problems, pain during intercourse, short tempered, rashes and twitches.